Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se with a 6fr sheath, after a diagnostic procedure. Reportedly, following clip deployment, the device was difficult to remove. Slight force was used to remove the device. The clip of the starclose se achieved hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult device removal after the clip deployment was confirmed. Based on the analysis of the returned device, the probable cause for the damaged locator wings (bent and broken) that directly resulted in the reported difficult device removal is related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.